Event description:
This case was initially received via regulatory authority (B)(6) on 18-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain that prevents her from walking") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included amenorrhea. Concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("haemorrhagic menstrual periods 8 months after placement"). On (B)(6) 2010, 8 months 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criterion disability), weight increased ("weight gain"), myalgia ("muscle pain"), depression ("depression more and more pervasive"), sciatica ("cruralgia"), fluid retention ("water retention"), obesity ("morbid obesity worse and worse") and adverse event ("others I will not go into"). At the time of the report, the pelvic pain, menorrhagia, weight increased, myalgia, depression, sciatica, fluid retention, obesity and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, depression, fluid retention, menorrhagia, myalgia, obesity, pelvic pain, sciatica and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was (B)(6). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 20-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3156 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or unknown is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.